Event description:
The hosp rep reported an infusion pump with a 715:00 failure code. The rep stated to baxter customer service that the device was in use on a pt at the time of failure with a volume to be infused of 150cc, but there was no pt injury or medical intervention as a result of the failure. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. Info was requested but details were not available regarding pt status, age of pt, medication involved, tubing product code, infusion rate or the set up of the infusion device. Additional contact info was requested but no additional contact was provided.